Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v189561, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient via the manufacturer representative reported that the patient fell on her hip where the device was implanted and it did not work after. The patient further reported that the device was removed after that "about five years ago". The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. Further follow- up is being conducted to obtain information about patient symptoms and outcome. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported that the symptoms that the patient experienced related to the fall was that she was dizzy and real shaky. She had gotten up and went over to the counter and then fell. The patient had never kept it on a high setting so she didn't ever feel when it stopped down below. The patient didn't realize that the device wasn't working. At the time the patient had to have an MRI because she as having serious trouble with her back. When the health care provider (hcp) took the device out. That's when they realized that it was damaged. Then the hcp asked the patient if she had fallen. When asked if she knew if the device was working or not she told the hcp that she didn't know. The hcp told the patient that the device had been damaged.